Manufacturer narrative:
Upon review of the device history records for the serial number (B)(4), it was determined that the device was manufactured on 05/09/2013 and the one (1) year warranty period has expired. As the device is at its end of its useful life and no repairs are available for the video baton, the customer elected to upgrade their glidescope system to the new spectrum single use system. The video baton was discarded and was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was intermittent and had horizontal lines. Reportedly a second video baton, which was kept in the room, was used to complete the procedure without any significant delay. The biomedical engineer duplicated the issue by manipulating the video baton cable. No harm to patient or user was reported.